Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes the customer lost vacuum during blood collection. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that tube lost vacuum during blood collection."

Manufacturer narrative:
Bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Additionally, the retain testing was done prior to the products expiration date. This product expired on august 31, 2022. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.